Manufacturer narrative:
Customer stated "took it out of the box, assembling and noticed left hand handle, the little button does not lock through the hole".

Event description:
Customer stated "took it out of the box, assembling and noticed left hand handle, the little button does not lock through the hole".